Manufacturer narrative:
The device is not able to be returned and the lot number is unknown. Therefore a review of the device history record cannot be performed. Review of trend analysis, risk assessment, and directions for use is underway. The investigation is ongoing.

Event description:
A user facility in the united kingdom reported that an a small part of the purple tip ended up in the patients eye. The particle was removed and there was no patient harm.

Manufacturer narrative:
A purple needle and a purple particle were returned, the part number and lot number could not be verified or determined. Visual inspection found that there is a scratch visible on the hub of the needle. One metallic looking particle that is purple in color was found in the weave of a piece of gauze. The particle is approximately 506 microns wide by 2344 microns long. Microscopic examination of the needle found no missing material, the source and origin of the particle are unknown. This needle and the particle will be sent for further evaluation. The device history records, trend and risk analysis were reviewed and considered acceptable with the product performing within anticipated rates. The investigation is ongoing.

Manufacturer narrative:
The needle was sent for further evaluation and found there was no significant damage or missing material. The needle underwent 100% visual inspection prior to shipment. The device lot number is unknown, therefore a review of the device history record cannot be performed. The trend and risk analysis were reviewed and considered acceptable with the product performing within anticipated rates. The investigation is complete.